Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-dec-2017 with the following findings: a review of the black box data from the date of the complaint had been overwritten. The current black box showed multiple loss of prime warnings with low non zero force. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and the loss of prime issue was not duplicated. The force calibration testing passed. The prime issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump could not be primed. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.